Manufacturer narrative:
Visual analysis of the returned device identified one extended opening. A weight test of the device was performed which verified the device was underweight. A microscopic analysis was performed which identified one sharp opening and three striated openings. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is one sharp edge opening on the posterior side assessed as an unidentified tear/opening, and three striated openings assessed as surgical damage.

Event description:
The doctor reported rupture of left implant. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
The doctor reported rupture of left implant. The device has been explanted.